Manufacturer narrative:
(B)(4). The referenced tracheostomy tube was received and evaluated for the reported "cuff won't inflate" issue. Visual inspection of the device showed no anamolies. An inflation/deflation test was performed using a syringe. The cuff was found to remain inflated, for a minimum of 12 hours, with 1.5cc's of air without observed defects. The reported event was not duplicated or confirmed. The device history review revealed the lot was manufactured to all quality specifications.

Event description:
A report was received stating staff noticed a tracheostomy tube leaking in the cuff during patient use. The reporter stated that she noticed &quot;water drops&quot; in the cuff. The patient was decannulated. There was no harm to the patient reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The lot number of the referenced device was not provided therefore the manufacturer is unable to conduct a review of the device&#39;s history records.